Event description:
An universal power supply (ups) that is connected to an advia 120 instrument failed. The operator disconnected the instrument. When the customer reconnected the instrument back to the ups, they saw sparks. The instrument was connected to a protected wall socket. The ups was disconnected from power. There are no known reports of operator injury, patient intervention or adverse health consequences due to the ups failure.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the ups. The instrument is performing within specifications. Further evaluation of the device is not required.